Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did back to back blood glucose tests, within 10 minutes, using different fingersticks, and got results of 400+, 300+, and 100+. No symptoms were reported. Rptr did not have control solution for testing.